Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronic assembly. No constant tone noted. The insulin pump had moisture damage on motor. The insulin pump had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have woken up to a constant buzzing coming from insulin pump. During troubleshooting, customer removed batteries and tone stopped. Customer's blood glucose was 233 mg/dl. Customer also reported that display screen was blank. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.